Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that a cascadia tl interbody cage, "pierced the patient's anterior longitudinal ligament and fell on the ventral side," during implantation. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that a tritanium cascadia tl interbody cage "fell forward with the impactor" during insertion and pierced the patient's anterior longitudinal ligament. The procedure was completed successfully with a thirty minute surgical delay and with no adverse consequence to the patient. It was further confirmed via follow up that the surgeon implanted the cage deeper than intended.